Event description:
A caller reported a malfunction on the pump, specifically with malfunction code 12. Despite the issue, there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance for resetting the pump, and the caller successfully carried out the reset without recurrence of the malfunction code. Technical support advised the caller to continue using the pump and to call back if the malfunction code recurs, a course of action that the caller understood and acknowledged.